Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Tandem technical support educated the customer on the meaning of an incomplete alert.